Manufacturer narrative:
(B)(4). Concomitant medical products: item# unknown unknown liner lot# uknown, item# unknown unknown head lot# uknown, item# unknown unknown cup lot# uknown. Foreign source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent total hip arthroplasty on an unknown date. Patient underwent revision due to stem fracture resulting in pain. Prior to patient knowing stem had fractured, she underwent treatment for pain: root injections into l3 disc area and right sacroiliac joint. Attempts were made to obtain additional information; however, none was available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receipt of additional information it has been determined that the device was manufactured in zb ponce and will be now be reported under medwatch#: 0002648920-2018-00890. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.